Event description:
The patient reports he is experiencing pain at his ipg site. The patient has noticed the past 1.5 months the ipg has become more superficial to the surface and more uncomfortable. The ipg site appears pink and sometimes oozes clear liquid. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.